Event description:
On (B)(6) 2012, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm and a right internal iliac artery aneurysm. It was reported that the trunk-ipsilateral leg component was deployed at the desired location. It was reported that the length from the long marker on the trunk-ipsilateral leg component to the left internal iliac artery was 10 cm. The physician decided to use a (B)(4) device with a length of 11.5 cm. It was reported that the physician felt he could push up 1.5 cm by using a "slow deployment" technique. This attempt was unsuccessful and the pt's left internal iliac artery was unintentionally covered by the contralateral leg component. The pt tolerated the procedure and the artery remains covered. The physician plans to take a wait and watch approach.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.